Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to hydrogel promotes the bacterial growth on patients skin. It was unknown whether the device had met relevant specifications. The product used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and the lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the therapy was initiated on the arctic sun device and the target temperature of 37 c could not be reached during the treatment. The temperature of the patient continued to stay well above the target temperature while the water temperature on the arctic sun stayed low (ranging from 5 to 12 degrees celsius) for almost three days of treatment. In normal circumstances the device water temperature would oscillate to maintain the patient temperature at the desired setting. The device may have dips to colder water temperature but will come back up once the patient responds. In this case the patient did not respond to cutaneous temperature management. The skin checks were completed by the nurse and blisters were found on (B)(6) 2020. It was then reported that treatment was terminated on (B)(6) 2020. The blisters continued to evolve over the hospital stay resulting in subcutaneous thermal damage from the cold temperatures and the patient was transferred for specialized burn treatments. It was also reported that the patient was noted to have back and thigh wounds with a mixture of superficial and deep partial thickness and an area of full thickness burn to the left lower back secondary to use of arctic sun warranting transfer to a burn unit. It was unknown whether the response to cold water temperatures was magnified by the disease process.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that therapy was initiated on the arctic sun device and target temperature of 37c could not be reached during treatment. The temperature of the patient continued to stay well above the target temperature, while the water temperature on the arctic sun stayed low (ranging from 5-12 degrees celsius) for almost three days of treatment. In normal circumstances, the device water temperature would oscillate to maintain the patient's temperature at the desired setting. The device may have dips to colder water temperature, but will come back up once the patient responds. In this case, the patient did not respond to cutaneous temperature management. Skin checks were completed by the nurse and blisters were found on (B)(6) 2020. It was then reported that treatment was terminated on (B)(6) 2020. The blisters continued to evolve over the hospital stay resulting in subcutaneous thermal damage from the cold temperatures and the patient had to be transferred for specialized burn treatments. It was also reported that the patient was noted to have back and thigh wounds with a mixture of superficial and deep partial thickness, and an area of full thickness burn to the left lower back, secondary to use of arctic sun warranting transfer to a burn unit. It is unknown whether the response to cold water temperatures was magnified by the disease process.